Event description:
Reporter alleged obtaining a discrepant blood glucose result of 260 mg/dl back to back with a result of 38 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated she self-treated with a protein bar and rest. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter could not recall if the strips used were expired but did state there was a possibility that they were.